Manufacturer narrative:
Expiration date: 09/04/2017. Manufacture date: 09/04/2013. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The returned sample was inspected at 10x microscope magnification, which is our normal inspection magnification. Visual inspection revealed surface residuals (fiber/particles) on the lens compatible with handling the lens out of sterile environment and not attributed to the manufacturing process. The lens condition is consistent with a lens that has been implanted and removed in the patient's eye. Based on the investigation no cosmetic defects were attributed to the manufacturing process identified in the returned sample. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
(B)(4): incision enlargement.patient informaiton was not provided.all pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that while implanting an intraocular lens (iol) the surgeon decided to remove the iol from the patient''s eye. To do so, the incision had to be enlarged and a vitrectomy performed. Another lens was placed during the same procedure. No other details were provided.